Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: DHR was reviewed. No qn found. Manufacture records were reviewed, no abnormal was found. Incoming inspection report of the cannula which used for this lot, and all test results meet the specification. 7pcs products returned from customer were checked on IV&np point quality, needle puncture, needle angularity and inner diameter & outer diameter of cannula, all the results meet the product spec. Cannula angle, cannula appearance and cannula pull force were tested. All results passed. Pen needle product has 100% IV height angle point inspection by visual system, and defect part will be rejected automatically. No defect product was returned for further investigation. Customer feedback didn¿t rule out the needle was not being used for the first time and the repeat use will increase the risk of needle broken. Based on the investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that the pen needle 31gx5mm experienced the cannula breaking off or pulling out. Medical intervention was required to remove a broken portion of the cannula embedded within the patient. The following information was provided by the initial reporter: patient was diagnosed with type 2 diabetes in years past, blood glucose control was not ideal, prescribed to the ground, subcutaneous insulin injection, on (B)(6) 2021, the nurses on duty for the man found after insulin syringe needle tip and 1/2 body fracture were stranded on abdominal subcutaneous tissues, the medical staff on duty tried to place out still can't take out with tweezers, hospital emergency department to send the supervisor, after the doctor removed by a doctor immediately after filming location.

Event description:
It was reported that the pen needle 31gx5mm experienced the cannula breaking off or pulling out. Medical intervention was required to remove a broken portion of the cannula embedded within the patient. The following information was provided by the initial reporter: patient was diagnosed with type 2 diabetes in years past, blood glucose control was not ideal, prescribed to the ground, subcutaneous insulin injection, on (B)(6) 2021, the nurses on duty for the man found after insulin syringe needle tip and 1/2 body fracture were stranded on abdominal subcutaneous tissues, the medical staff on duty tried to place out still can't take out with tweezers, hospital emergency department to send the supervisor, after the doctor removed by a doctor immediately after filming location.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-23. H6: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot 9125759. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this 9125759. 7pcs products returned from customer were checked on IV&np point quality, needle puncture, needle angularity and inner diameter & outer diameter of cannula, all the results meet the product spec. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. H3 other text : see h10.